Event description:
It was reported that when an asymptomatic patient presented in the operating room for a routine device replacement due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced with no complications.

Manufacturer narrative:
External insulation abrasion was noted at 40.8cm from the distal tip, consistent with lead friction to the suture sleeve. Externalized conductors due to internal insulation abrasion were noted at 12.4-15.2cm from the distal tip. Internal insulation abrasion was noted breaching various lumen at 7.1-8.4cm, 7.8-8.4cm, and 29.9-30.5cm from the distal tip. The etfe coating was intact at these locations.